Event description:
It was reported by service report that the head end caster was bent against the wheel, both outer base tubes were broken, and the retaining post was broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; outer base tube.